Event description:
Reportedly, the status light of the subject home monitor remains in orange after device connection; then it shut down immediately. It did not react to any healthcheck.

Event description:
Reportedly, the status light of the subject home monitor remains in orange after device connection; then it shut down immediately. It did not react to any healthcheck.

Manufacturer narrative:
Preliminary analysis on the returned home monitor confirmed the reported behavior and revealed that the subject device was out of order.

Event description:
Reportedly, the status light of the subject home monitor remains in orange after device connection; then it shut down immediately. It did not react to any health check.